Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h1, h6

Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade IV of a non-abbvie device. Patient undergone capsulectomy. Device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade IV.

Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade IV. Patient undergone capsulectomy. Device has been explanted and replaced.